Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise and had fractured. The lead was capped and replaced on (B)(6) 2016. The patient was fine.